Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found it to be within specification. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest rhino xe low speed air motor handpiece overheated. 1 event resulted in no injury.